Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent high blood glucose while using a dexcom g6, with a highest reading over 400 not confirmed by fingerstick, and the device was factory reset with assistance; the user paired the ilet to the phone and received education on early-use best practices. Symptoms included hyperglycemia and lethargy. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.